Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as functional testing of the instrument on an is3000 in-house system found that the instrument was successfully recognized and the instrument passed cautery testing with smoke coming from a wet paper towel. The pogo pins do not stick, and there were no signs of damage to the dallas chip, bipolar pins, or conductor wire. The instrument also passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube exhibits scratches. From the proximal end to approximatly 3 in, there are several deep scratches, leaving a rough surface. Engineering concluded that the damage to the main tube is likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The failure analysis finding does not constitute a MDR reportable event; however; the damage to the instrument's main tube, could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the maryland bipolar forceps instrument would not energize.